Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump gave a critical alarm "since last week" due to motor stall and no telemetry was possible. The pump was replaced. Patient outcome was stated as positive following the new implant. Drug delivered via the device was diamorphine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found it was damaged by contraindicated drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.